Event description:
It was reported that a balloon rupture occurred. A 5.0 x 100 mm 200cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.